Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
A medtronic representative reported that during bootup for a lumbar spinal fusion procedure the 1st green bar is showing an error with initializing the collimator. Issue occurred prior to the surgery. There was no delay as the surgery was started immediately without the use of the imagine and navigation systems. There was no reported impact to the outcome of the patient.